Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on (B)(6) 2013. According to the complainant, the hydrothermablation procedure was completed as planned. It was also reported that a tenaculum was used in conjunction with the tenaculum stabilizer. There was no indication of overdilation as reported. However, later on in the ward, the patient complained of discomfort in the genital area. When examined, it was found out that the patient sustained two longitudinal blisters in the gluteal area. On day 3, redness was noted between the gluteal area and the fourchette. Burn cream and antibiotic was prescribed to the patient. The burn was classified as 2nd degree. Additionally, it was reported that the machine gave off an alarm during the ablation phase. No leakage from the cervix was found, nor from any connection points and tubings. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.